Manufacturer narrative:
On 2/13/2020, the manufacturing record evaluation (mre) was performed for the finished device number 7721520, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/4/2020, it was reported to mentor that the patient experienced breast mass on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with mentor memorygel breast implant 215cc and experienced right-sided pain and implant sitting higher than the left device. The patient experienced capsular contracture baker grade iii on the right breast implant and unknown baker grade capsular contracture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.